Event description:
On 09/21/1999, in operating room #2, while doctor was cauterizing adenoidal bed, a loud pop was heard and smoke came out of the pt's mouth. When the suction coagulator was removed from the pt's mouth, the tip was charred and the insulation was split approx 1 inch. A different suction coagulator was used for the remainder of the procedure without incident. Md examined mouth after irrigating with 500ml ns and found no apparent injury to the pt (10 year old female with dx: adenoid hypertrophy). This was a single use pre-packaged device (handswitching suction coagulator) lot #36485, manufactured by valley lab. The cautery unit was checked by biomedical engineer and no problem was found with the unit. The valley lab co (suction coagulator) was notified of incident and has requested that the coagulator be sent to them to inspect. A written report will be sent to the MFR and the suction coagulator will be sent to them upon receipt of a signed release form. There had been no previous problems with these types of suction coagulators or with this lot. A voluntary FDA report has been completed. The MFR (valley lab co) has been notified a copy of these reports will be sent to the MFR.